Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 17-apr-2023 h6: investigation summary four samples from batch 2024137 were provided to our quality team for investigation. No samples were returned from batch number 2025238. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. Two samples expelled the solution with a normal flow. Other two samples did not expel the solution; these needles are clogged. A device history record review was completed for provided batch numbers 2024137 and 2025238. According to the sampling plan applied for product performance, these batches were accepted and released without defects being noted during the final assembly or visual inspections. Additional device histories were reviewed for each lot of needles used in the manufacture of these batches. During the history review, one lot from batch 2025238 was identified as having suffered from clogged needles due to silicone. Based on the quality team¿s investigation, the root cause of the incident clogged needle can be traced to the manufacturing process. During review of the process, process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. H3 other text : see h10

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the needle was clogged. This occurred 129 times. There was no report of patient impact. The following information was provided by the initial reporter: date of incident (yyyy-mm-dd): (B)(6) 2023 type of incident/problem: malfunction - during or after use level of harm: no effect - did not reach patient - detected before use or does not touch person during use incident details: occluded needles lot # 2024137; 79 needles lot # 2025338; 50 needles who was affected? Patient unexpected or prolonged care? No frequency of problem: recurring

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: 2024137, medical device expiration date: 31dec2026, device manufacture date: 24jan2022. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the needle was clogged. This occurred 129 times. There was no report of patient impact. The following information was provided by the initial reporter: date of incident (yyyy-mm-dd): (B)(6) 2023. Type of incident/problem: malfunction - during or after use, level of harm: no effect - did not reach patient - detected before use or does not touch person during use, incident details: occluded needles lot # 2024137; 79 needles, lot # 2025338; 50 needles, who was affected? Patient. Unexpected or prolonged care? No. Frequency of problem: recurring.